Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii was eating the skin. Additional info received from the hosp on (B)(4) 2010: the initial graft of the pt's own tissue was wasted but the surgeon did not harvest a second graft, cadaver tissue was used to finish the procedure. There was no report of injury or medical intervention associated with the incident.